Manufacturer narrative:
Upon investigation, it was determined that there was no 24v power which was caused by a defective main control panel. A preventative maintenance service was performed and the main control panel was replaced. The console was calibrated and tested all testing passed. Pmqa will continue to trend and monitor the reported condition.

Manufacturer narrative:
Serial number of the device provided by the complainant was incorrect, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that during the procedure, after getting a sample successfully and going to lavage, the lights on the device shut off but the system still made a sucking noise from within the console. The patient was observed as having a hematoma after the procedure. After removing the patient to another room for a different procedure, the hematoma became enlarged and the radiologist ordered the patient be taken to the hospital. Outcome of patient is unknown. No additional details available.